Event description:
Consumer representative reported consumer received burn from ace heat therapy patch which required hospitalization.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review, as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.